Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2014 with the following findings: the black box recorded a single cs 054-0000. The pump was reset by pt and continued to run till returned. No visible moisture from the exterior, and no moisture in cartridge compartment. A leak test passed, there were no leaks detected. No cracks found in pump case. Attempted to power up pump and the display was not functional. Received audio and multiple vibration. Attempted to reload software, with no success. Unable to complete failed steps due to no display. Opened pump and removed from case. Inspected pc boards. Determined the processor was not receive a clock signal. Disassembled pump and there was corrosion on u19 and surrounding components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2014 with the following findings: evaluation revealed that there was one unexplained power loss recorded in the black box on (B)(6) 2014 at 8:45pm. On (B)(6) /2014 one of each call service alarms 054-0000 and 052-0000 was recorded and indicates a processor corruption not related to power loss. The black box confirmed the cs alarms were cleared with a power on reset by the user. The pump was opened to investigate, the 32 khz clock signal was missing from u19 to the mater processor due to internal moisture damage located on component u19. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.